Event description:
The customer reported a blood glucose of 209 mg/dl, and she wanted to troubleshoot the insulin pump. The insulin pump was programmed correctly, and boluses were being recorded properly in the bolus history. The customer felt that the insulin pump was working as designed, and declined further troubleshooting. The customer also mentioned that she was hospitalized for high blood glucose levels approximately eight or nine years ago. The customer stated that it was her fault as she had removed the infusion set from her body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.